Manufacturer narrative:
On 13oct2023, the field service engineer (fse) completed a customer service report and it showed that the device now passed all testing. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) and returned an unused data acquisition (da) pcba. Good faith effort (gfe) attempts are being completed to confirm the devices return to use. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an over voltage protection (ovp) circuit failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) attempted to replace the power management (pm) printed circuit board assembly (pcba) on (B)(6) 2023, as a troubleshooting measure, but the issue did not resolve. The fse reinstalled the old pm pcba back into the unit. It was stated by the fse that the customer would likely handle the repair of the device on their own but wanted a quote from philips for the replacement parts and onsite labor. Investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 19oct2023, it was confirmed that the motor controller (mc) printed circuit board assembly (pcba) was the only part replaced to resolve the device issue and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.